Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a surgical procedure to treat a pathological right femoral fracture, and during implantation of a lateral femoral nail, the thread of driving cap fractured after the first few blows. Implantation of the nail had to be completed by hammering on the handle. The surgery was completed successfully with no prolongation of surgery or patient harm reported. Postoperatively, there was no rotation defect and the pulses were readily palpable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was performed: the investigation of the complaint article has shown that the threaded tip is broken off. For further investigation the threaded tip was not returned / missing. Unfortunately we are not able to determine the exact cause which has led to this occurrence. We can only assume that for the breakage may have been insufficient connection with the inserter. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. Since we are not aware of exactly circumstances during the surgery we suppose that a mechanical overloading situation must have led to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.